Event description:
Lifecor technical support noticed several "discharge profile fault" flags on a recent download from a male patient. Technical support notified the patient and exchanged the monitor.

Manufacturer narrative:
Device manufacture dates: monitor - 2006. Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the "discharge profile fault" flags was a damaged resistor r46 on the defibrillator pca within the monitor. R46, which is the discharge resistor for the high voltage capacitors, and the surrounding surface of the defibrillator pca were charred from overheating. The root cause of the charred r46 cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the monitor failure. The patient received a replacement monitor.